Manufacturer narrative:
(B)(4). The actual sample associated with this complaint has been discarded. However, the companion sample has been requested but has not yet been received by baxter for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: this report is for a system error 2240 (air in set) could not be confirmed in the lab, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) and had the hp close all clamps and transfer set and cycle power. The tsr explained the alarms and hp states after alarm she disconnected to get manuals. There were no leaks observed and the spare line clamps were closed. The hp did not disconnect prior to the alarm. The tsr explained to discard all supplies and to report alarms to the nurse. Product surveillance contacted the patient on (B)(6) 2011. According to the patient no defects were noticed with the supplies and the patient finished therapy with manuals. No patient injury or medical intervention was reported.